Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself was broken 674mm from the hub. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-mar-2016. It was reported that shaft break that could not enter the patient's body occurred. A 2.75x20mm synergy drug-eluting stent was advanced into a guide catheter, however, the proximal portion of the shaft about 10cm closer to the hub of the device was kinked and broke while still outside the patient's body. The procedure was completed using another 2.75x20mm synergy drug-eluting stent. No patient complications were reported. However, returned device analysis revealed a shaft break that can enter the patient's body.